Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that on (B)(6) 2016, ventricular tachycardia non-sustained episodes were detected with evidence of lead noise oversensing leading to inappropriate shock. The right ventricular lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that the patient heard device alarms three different times. The right ventricular lead had a high number of sensing integrity counters and a possible fracture and the patient received three inappropriate shocks. The lead was inactivated and not replaced. The device reached elective replacement indicator and wireless telemetry was not available. During trouble shooting, the r-wave amplitude sensing dropped and the device had an electrical reset. The device was taken out of service and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.